Manufacturer narrative:
Concomitant medical products: 305c23 tissue valve, implanted (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device changeout, in the process of gaining access to the device for replacement using a plasmablade, the device exhibited some loss of pacing and capture. The device was explanted and replaced as planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Unable to confirm the no capture. Device passed the long term monitoring test. If information is provided in the future, a supplemental report will be issued.